Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an ophthalmic cannula was blocked before cataract surgery with intra ocular lens implant. The surgery was completed on the same day after replacing the cannula with another one. There was no patient impact.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, e.1, h.3, h.6 and h.11. One opened c&c cannula in tip protector case with lid was received in a bag for the report of cannula was blocked. A visual inspection was performed and the sample was found to be conforming. A functional mass flow test was not performed due to the cannula being bent. A functional water flow test was performed and the sample was found to be non-conforming as no water exited from the cannula. The cannula was then soaked to see if the occlusion could be released from inside the cannula. A second functional water flow test was performed after the soak and the sample was found to be non-conforming, as still no water exited from the cannula. The evaluation of the returned sample confirms the cannula was occluded as noted by the customer. The sample was returned opened, therefore how and when the cannula became occluded could not be determined from this investigation. The occlusion is not visible in the proximal or distal end of the cannula. The most likely root cause for the occlusion is surgical debris. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. The manufacturer internal reference number is: (B)(4).